Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , ear infection with blood glucose of 287 mg/dl, current blood glucose was 287 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms vomiting ketones. Event caused to hospitalization was ear infection, fluid in ear no diabetes treated. The customer was treated with bolus. Drive support cap appears normal (slightly indented). The outcome of the hospitalization was intravenous. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.